Event description:
It was reported that ipg was unexpectedly powering off and on. As a result, surgical intervention was undertaken on (B)(6)2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported observation of ipg is turning on and off was not confirmed. The root cause of the observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.